Event description:
It was reported that during a surgical procedure at the user facility, there was smoking coming out of the end of the core impaction drill. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The technician was unable to duplicate the reported event of smoke. However, it was noted that the flex assembly on the motor cartridge was damaged, which can contribute to the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, there was smoking coming out of the end of the core impaction drill. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.